Manufacturer narrative:
Investigation ongoing.

Event description:
As reported per the edwards clinical specialist (cs), during deployment of a sapien valve the delivery system balloon ruptured at peak inflation. Additional information revealed the balloon showed no obvious signs of defect pre-procedure, and there was no issue during the delivery system prep. The atrion syringe was prepped with 17.5mm of contrast solution. The patient remained hemodynamically stable pre and post balloon rupture and valve deployment. The valve was successfully deployed. The patient was taken to pacu, extubated, and transferred to ICU.

Manufacturer narrative:
The device was returned to edwards in used condition. A longitudinal burst was confirmed. No visual defects observed on the balloon (e.g. Gel spots, fish eyes, etc). Dimensional inspection of the balloon met specification. Historical thv balloon rupture complaints have been analyzed by edwards and summarized in a technical summary (ts). The ts provides a rationale as to why it is very unlikely that a product malfunction contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentrated against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In this case, the valve/valve leaflets were moderately calcified this patient was described as having a moderate calcification of the aortic valve and the aortic root. A review of the available information suggests that these factors likely contributed to the balloon burst reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported of event are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.